Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the luer adapter was cracked. It was reported that the luer adapter was cracked and leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the luer adapter. Overtightening the luer adapter can cause excess stress on it, which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the catheter was flushed and connected, liquid leakage was found at the red (arterial) luer adapter where rupture or crack was observed. The crack was very small and could not be seen by naked eyes when not in use. No instrument was used to loosen or tighten the device, and they tightened the adapters by hand. Iodine was the cleaning agent used on the device, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. The insertion site was treated with iodophor disinfection prior to product placement. Flushing was done prior to use. No other defects/damages on the product. The infusion set connection was the other product utilized with the device. Nothing unusual was seen on the device before use, other than a liquid leak discovered while flushing. They stopped using it immediately. The catheter was not removed and only the red (arterial) luer adapter part was removed. The catheter was repaired by replacing the red luer adapter on the same day with the same product ID (identifier) and lot, and the issue was resolved, and the treatment was completed. There was about two milliliters of blood loss. Blood transfusion was not required. No medical intervention/treatment was required. There was no reported patient injury.